Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during clinical procedure it was observed that patient experienced loss of bone, infection and loss of integration after loading.